Event description:
Reporting status: serious injury/medical intervention. Reporting rational: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon; however, everything was successfully removed and the case was completed with another promus stent. The shaft of the device, proximal to the balloon was damaged; this was noticed at the same time the stent came off the balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon and stent implant. There was contrast visible in and on the balloon and inflation lumen. The stent implant was loose on the distal shaft. There were two flared struts in the first row of proximal struts. The first two rows of distal struts were stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The proximal balloon shoulder was bunched. There were four kinks in the hypotube, 12, 37, 55, 75 cm. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. A snap gauge was used to measure the outer diameters of the stent implant. The proximal and middle outer diameter measurements met manufacturing criteria. The distal outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.